Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a surgery with the outer protection sleeve. After the implantation, the surgeon found that the tip of the sleeve was deformed and possibly broken. If the sleeve was broken off, it is possible that a fragment of the sleeve remains in the patient. It is possible that during the surgery the surgeon reamed around the sleeve, or during an endcap insertion he tucked the sleeve between an insertion handle and nail because he inserted the endcap through the insertion handle. There was no surgical delay. Concomitant devices reported: unknown nail insertion handles (part# unknown, lot# unknown, quantity# 1); unknown guides/sleeves/aiming (part# unknown, lot# unknown, quantity# 1); unknown insertion instruments: trocar: trauma (part# unknown, lot# unknown, quantity# 1). This report is for one 12.0mm outer protection sleeve for suprapatellar - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage visual inspection: the outer protection sleeve 12f/etn f/supra(p/n: 03.010.437s, lot #: unk) was returned and received in a sterile package at us cq. Upon visual inspection, it was observed that the tip of the device was broken. The broken part was not returned but the embedded device cannot be confirmed as there were no x-rays provided. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed . Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the outer protection sleeve 12f/etn f/supra(p/n: 03.010.437s, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device during implantation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.